Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated intraocular pressure. Medication was used. The problem is not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).